Event description:
Pt implanted in 1999 in upper and lower vermilion borders. Onset of infection 09/02/1999. Pt treated 09/02/1999 with keflex. Implant in 1999. Pt treated with cipro and the implant explanted in 1999. Implant explanted in 1999.